Event description:
Reporter alleged blood glucose device turns on by itself and even though there is no strip in the meter, the display shows her what looks like readings. No actions or treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.